Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Customer reporting false positive reactions with anti-d microwell using the mts abd/rev grouping cards lot # 122915037-01 exp 10/5/2016. Reactions were positive (3+) with anti-d well, when the expected result was supposed to be negative. According to customer, patient had previous history of group b, rh negative. Customer proceeded to troubleshoot and repeated testing using same sample and tube method and claimed the rh reaction was negative at the ahg phase. Customer then repeated testing using the same lot # of gel cards and new red cell suspension and claimed, anti-d was negative. The foil was intact. Customer confirmed no erroneous results were reported due to this issue. Stated daily qc testing was performed and acceptable. False positive was seen only with sample in question. Cannot explained variation in anti-d reaction for sample in questions. Issue started on: (B)(6) 2016 ; reported (B)(6) 2016. Frequency: 1x. Methodology used: manual gel. Incubation time (for manual test only): na. Reaction grade obtained: 3+. Customer was expecting: negative. Test repeated: yes /tube and then gel method. Result obtained by repeating: negative. Reagent/protocol-handling (reagent, cards, cassettes): ok. No indication of the shipment being misoriented. No physical issues noted with lot. Customer states they passed visual inspection. Foil is securely adhered and the reagent liquid levels are adequate. The gel cards are stored at room temperature prior to testing. No equipment failures have occurred. Ocd recommend customer preparated new set of red cells suspension of sample in question, plus sample for hematology and retype. Customer agree to repeat and will contact cts on status of result. Ocd followed up with customer; however customer was not available. Left message to contact cts customer called back stating testing was repeated using samples from blood bank and hematology and the blood type was group b, rh negative as expected. No false positive. Customer used the same lot # of gel cards and diluent. Customer could not replicated the initial concerns and cannot explained what might had happened. Customer satisfied with results obtained upon repeated. Agree to monitor and will contact ocd if further action required.